Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired across the small bowel with a white cartridge. There were malformed staples and an incomplete cut line. The surgeon hand sewed the small bowel. They replaced the cartridge with a blue reload and when it was loaded the distal rows of staples were raised. They replaced the cartridge and the same thing occurred; the staples were raised. They finally changed the device and completed the case. There was no patient impact.